Event description:
The customer reported via phone call that she was getting a button error alarm on the insulin pump. Customer stated that she was gardening and she came inside and the pump alarmed missed bolus. Customer tried to clear but it would not clear. Customer removed the battery and received a failed battery test. Customer then received a button error. Customer stated that the weather may have been humid. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window; cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.